Event description:
Patient reported right side rupture and "inflammatory fluid was widely observed in the outer center and below on both sides, surrounding the entire prosthesis." Device has been explanted and replaced.

Event description:
Patient reported right side rupture and "inflammatory fluid was widely observed in the outer center and below on both sides, surrounding the entire prosthesis." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observe broken on radius side assessed as unidentified (tear) opening and observed three openings on anterior side assessed as surgical damage. Shell thickness within specification. ¿ seroma-late: unable to observe as it is not related to the device. As per the investigation procedure, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Patient reported right side rupture and "inflammatory fluid was widely observed in the outer center and below on both sides, surrounding the entire prosthesis." Device has been explanted and replaced.